Manufacturer narrative:
(B)(4). Date of event: estimated date of event. Date of implant: estimated date of implant. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional absorb stent referenced is being filed under a separate medwatch report number. Article title: the influence of implantation techniques on lesion oriented-outcomes in absorb bvs and xience ees lesions treated in routine clinical practice at complete three year follow-up: aida trial qca substudy.

Event description:
It was reported through a research presentation identifying absorb bvs and xience stents that may be related to the following: myocardial infarction, thrombosis, revascularization and rehospitalization. Deployment difficulty was also noted for both absorb bvs and xience stents, which may have caused or contributed to the adverse effects. This article summarizes clinical outcomes of 1,845 patients that were treated with xience stents. Specific patient information is documented as unknown. Details are listed in the article, titled "the influence of implantation techniques on lesion oriented-outcomes in absorb bvs and xience ees lesions treated in routine clinical practice at complete three year follow-up: aida trial qca substudy."

Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history review of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of thrombosis and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length = 28 mm) with a reference vessel diameter of 2.25 mm ¿ 4.0 mm. Additionally, it states: if necessary, the delivery system can be repressurized or further pressurized to assure complete apposition of the stent to the artery wall. If the deployed stent size is still inadequate with respect to reference vessel diameter, a larger balloon may be used to further expand the stent. If the initial angiographic appearance is sub-optimal, the stent may be further expanded using a low profile, high pressure, non-compliant balloon dilatation catheter. If this is required, the stented segment should be carefully recrossed with a prolapsed guide wire to avoid disrupting the stent geometry. Deployed stents should not be left underdilated. It cannot be determined if the deviation of the IFU caused/contributed to the reported difficulties. The investigation determined a conclusive cause for the reported difficult or delayed activation cannot be determined. Additionally, the reported difficulties possibly contributed to the reported patient effects however a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.